Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgical tech reported following an intraocular lens (iol) implant procedure, the lens was scratched. The patient is experiencing blurry vision and visual disturbance. The lens remains implanted in the patient's eye. Additional information was provided by the technician that no explant has been performed.